Event description:
Iabp was not displaying bp. Transducer zeroed fine. But when stocock was turned "on" there was no waveform and numbers were zero. Same transducer hooked to bedside monitor and there was no waveform. Pum was exchanged off patient. Waveform on new pump was fine. There were no associated pt complications.